Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the system and confirmed the reported issue. A quote for repair was issued but not accepted at this time. The adjustable pressure limiting valve was recommended for replacement.

Event description:
The distributor during evaluation of the unit reported adjustable pressure limiting valve was damaged causing an inability to manually ventilate. There is no report of patient involvement.